Event description:
The customer stated that she was hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 171 mg/dl. Troubleshooting was performed. Unable to verify if the programming was correct because the customer didn't know what her settings were supposed to be. Found a no reservoir alarm on the day of the event. The customer stated that she got the alarm after she had just filled the new reservoir. Advised the customer that she may have accidentally primed the infusion set while she was connected, causing the no reservoir alarm. The customer agreed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.